Event description:
It was reported that during an inservice on (B)(6) 2013, it was found that the power cord was loose when connected to the device. There was no patient involvement and no adverse patient consequences. Upon evaluation, the coupler, flexible with bushing and the isolation insert were worn.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the coupler, flexible with bushing and the isolation insert were worn causing a loud noise from the unit when rotating the motor. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.